Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with nr016z - as columbus rev f femur cemented f6r. According to the complainant, the femur implant had white particles all over the first sterile package. When opening the last sterile barrier, which final femur implant resides, it was noticed that barrier was already open. There was no backup femur implant so the surgeon had to downsize the femur. This event occured during a total knee revision procedure. The second implant, for femoral augment, had black material in the sterile packaging. After doing some investigating, both of these items were found to be completely open. One of them even had the scan code removed from the package. These items were removed by the tech that checked the set in and scrapped them. There was no red tag on the items either. Additional information was received which revealed that the surgeon had to down size femur to accommodate next size implant. Reportedly, this was done by taking more bone leading to a longer surgery. This event prolonged the surgery with one hour. An additional medical intervention was necessary. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00088 (400596987 - nr566z).

Manufacturer narrative:
Additional information/correction: h6 codes - updated. Investigation results: an investigation method could not be applied, because the product/packaging was not available for investigation. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Conclusion and preventive measures: on the basis of the current information and without a product for investigation, a clear conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There are no further complaints from products with the same batches registered in our system. Therefore we exclude a systematical error. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2023-00087 ((B)(4) - nr016z). 9610612-2023-00088 ((B)(4) - nr566z).